Manufacturer narrative:
The ge rep conducted an onsite investigation and determined that the system needed a new generator. The part was ordered. No further info is available.

Event description:
The customer reported that the 2600 system would not boot up. No pt injury was reported.